Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24341.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant creatinine result on patient. There was no patient information at the time of this report. Return product is not available for investigation. Method: crea sample: I-stat 300 umol/l , a, lab 100 umol/l , b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
(B)(4). Refer to sections below for updates: b5 - communcation from FDA. D2b - device product code: update from jgs to jpi.

Event description:
This correction is based on communication recieved on 25-mar-2025 from the center for devices and radiological health: MDR report (#2245578-2025-00028) which has an incorrect product code and 510(k) number. In this report you state that "abbott point of care was contacted by a customer regarding I-stat product that yielded a suspected discrepant hematocrit result on a patient. Currently, the report (#2245578-2025-00028) lists procode: jgs. Product code jpi is required.